Event description:
At the end of the procedure, when the advisor fl catheter was removed from the slo sheath, the distal electrode of the lasso was partially detached from the catheter body. The procedure was completed with no adverse consequences to the patient.